Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8. Was this device serviced by a third party? No. The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed at this time as there are customs issues for the return samples, this ticket will be reopened when the return samples are received to allow testing. Sensitivity and specificity testing were done using an in-house retained kit of lot 18508fn00 stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 18508fn00 did not show any non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In this case, no specific patient data was provided for the five patients. A direct comparison should not be made between the architect sars-cov-2 igg assay and the diasorin assay. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the diasorin assay is designed to detect antibodies against the s1/s2 antigens of sars-cov-2. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Abbott has updated the sars-cov-2 igg assay file to include an editable grayzone. This new grayzone would be applicable for those patients whose igg levels may be rising, i.e., during seroconversion, or may be declining, i.e., during seroreversion, with levels below the cutoff. Please refer to product information letter pi1060-2020 for action to be taken upon receipt of the updated assay file. As a default, when the new assay file is installed, the cutoff will remain at 1.40 and no grayzone will be implemented. Laboratories choosing to implement the grayzone may set the range between 0.49 and <1.40 index (s/c). Based on current literature, igg levels may not appear until 7 to 10 days after infection, long, q-x, et al; https://www.nature.com/articles/s41591-020-0897-1. In addition, emerging literature on sars cov-2 serology indicates that antibody responses to the virus decline over time. In some cases, this transient response results in the decline of both igg and neutralizing antibody titers, seow et al; https://doi.org/10.1101/2020.07.09.20148429, ou et al; https://doi.org/10.1101/2020.05.22.20102525. It remains unknown for how long antibodies persist following infection and if the presence of antibodies is indicative of protective immunity. The study, quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, https://doi.org/10.1038/s41591-020-0965-6, observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at = 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019. Medrxiv. Review of the manuscript, bryan et al. 2020, ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿ j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igg reagent lot 18508fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.d4 - lot no - initial: unknown / updated lot no 18508fn00 section d3 suspect medical device was updated including the phone number, email, and fax number. Section g1 all manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20. Patient identifier (B)(6).

Event description:
The customer obtained false negative architect sars-cov-2 igg results for 5 patients, while using the architect i2000sr analyzer. The customer indicated the samples were from patients confirmed with covid and having follow up 30, 60 and 90 days. The samples were negative on architect and positive on diasorin. Customer provided updated patient information for 3 of the patients on (B)(6) 2021. Patient samples tested on (B)(6) 2020 (architect sars cov-2 igg reference range: < 1.40 index = negative, >/= 1.40 index = positive) and (diasorin reference range: < 12 = negative, 12-15 = indeterminate, > 15 = positive). (B)(6). New samples were collected for these patients on (B)(6) 2021 and the following data was provided. (B)(6). No impact to patient management was reported.